Event description:
The pt experienced overdose symptoms: respiratory depression/respiratory distress. The pt went to the emergency room. The pt "responded positively" to narcan administration. Troubleshooting options were being considered. The type of medication in the pump was not reported. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).